Manufacturer narrative:
Further information was requested but not receieved. A patient had their system explanted due to infection was reported to abbott. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.